Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 to 1600 mcg/ml compounded baclofen at a dose of 330 to 351 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. The old medications were 2000 mcg/ml lioresal at a dose of 100 mcg/day and 4000 mcg/ml compounded baclofen at a dose of 2299 mcg/day. It was reported that a programming error occurred. The wrong drug concentration was entered; there was a concentration programming discrepancy/mistake. The pump was currently programmed to 2000 mcg/ml at a dose of 351 mcg/day. The compounding pharmacy had been supplying 1600 mcg/ml since (B)(6) 2016. The patient was usually refilled once a year. On (B)(6) 2016, there was an adjustment made, but it was unknown what the changes were. On (B)(6) 2016, a pump refill was done and the pump was programmed at 2000 mcg/ml at a dose of 330 mcg/day. The dose was increased to 351 mcg/day. There was compounded intrathecal baclofen (itb) first then 2000 mcg/ml lioresal for 1 year ((B)(6) 2015) at a dose of 100 mcg/day. It was them changed back to compounded itb. There were no medical symptoms reported.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-31. There were no symptoms related to the programming error. The troubleshooting performed was the pharmacy was called by the nurse and the concentrations that were ordered recently were relayed to the nurse. The reports of the last several dose adjustments and refills were produced and reviewed. The programming error had been resolved.